Event description:
Additional information found the patients ipg was explanted and replaced on 25jun2021 to resolve the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient had surgery on (B)(6) 2021 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.